Event description:
It was reported that the device was used during an laparoscopic bariatric procedure. One week post op, the patient is returning with irritation around the port site. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.